Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The microcatheter was returned with its separated tip. Circumferential cracks were observed on the surface on the proximal segment of the tip, indicating that the tip was torn off due to tensile stress. The separated tip was approximately 3.3mm long. As seen on the proximal tip segment, circumferential cracks were also observed on the distal tip segment. The tip end was flattened. Measurement of the tip found that it was pulled and torn approximately 2mm from the tip end where met the braids-plus-polymer segment and the polymer-only segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product design limit was inadvertently applied upon removal of the microcatheter while its tip was being trapped by the calcified lesion. There was no indication of product deficiency. This is a known malfunction that potentially could cause or contribute to a permanent patient injury if this were to recur in the anatomy. Malfunctions and adverse effects section of the instructions for use (IFU) states separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a retrograde pci to treat a calcified cto in the lcx. The microcatheter was retrogradely advanced through an epicardial channel via a diagonal channel. Reverse cart was performed, a guide wire could cross the calcified cto, and externalization was made. After a 1.5mm balloon catheter crossed the lesion, it was recognized that the tip of the subject microcatheter was separated. The separated tip could be retrieved; it came out with an antegrade balloon catheter when the balloon catheter was removed from the anatomy. Pci was resumed and successfully competed with reestablished blood flow. There were no adverse consequences after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.